Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed to address the occlusion alarms. The customer experienced a blood glucose (bg) level of 410mg/dl and moderate ketones. A correction bolus was delivered and a manual injection was administered to address the bg level. Additionally, it was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin and the fill estimate had remained static at 110 units all day. During a follow-up, the customer reported the cartridge was reloaded and an accurate fill estimate was received and the customer's bg level was at 120mg/dl.